Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of cervical dysplasia ('high-grade squamous intraepithelial lesion on pap smear') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced cervical dysplasia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), tooth disorder ("dental problems"), pelvic pain ("pain : pelvic pain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the cervical dysplasia, genital haemorrhage, tooth disorder, pelvic pain and alopecia outcome was unknown. The reporter considered alopecia, cervical dysplasia, genital haemorrhage, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient come because she was having pelvic pain for many years that she felt began when she had her essure device placed about 10 years ago. The patient then had a pap smear which showed high grade squamous intraepithelial lesion. She was also having so much pain. When her pap smear came back and showed a high grade squamous intraepithelial lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: pfs and mr received: case became valid and serious incident: new events abnormal bleeding (general), dental problems, pain : pelvic pain and hair loss were added. Essure insertion date and removal date added. Patient's date of birth was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : pelvic pain') and cervical dysplasia ('high-grade squamous intraepithelial lesion on pap smear') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervical dysplasia (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cervical dysplasia, genital haemorrhage, tooth disorder and alopecia outcome was unknown. The reporter considered alopecia, cervical dysplasia, genital haemorrhage, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient come because she was having pelvic pain for many years that she felt began when she had her essure device placed about 10 years ago. The patient then had a pap smear which showed high grade squamous intraepithelial lesion. She was also having so much pain. When her pap smear came back and showed a high grade squamous intraepithelial lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review it was found that this case ((B)(4)) was duplicate of this case ((B)(4)) therefore this case ((B)(4)) was marked for deletion. All the information has been transferred to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : pelvic pain') and cervical dysplasia ('high-grade squamous intraepithelial lesion on pap smear') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervical dysplasia (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cervical dysplasia, genital haemorrhage, tooth disorder and alopecia outcome was unknown. The reporter considered alopecia, cervical dysplasia, genital haemorrhage, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient come because she was having pelvic pain for many years that she felt began when she had her essure device placed about 10 years ago. The patient then had a pap smear which showed high grade squamous intraepithelial lesion. She was also having so much pain. When her pap smear came back and showed a high grade squamous intraepithelial lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after company internal review the narrative was amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.